Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms, noise, oversensing, pacing inhibition with pauses of greater than two seconds, and loss of capture. The patient experienced syncope. A lead fracture was suspected; therefore, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.